Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned that a 30mm 4600 ring in the mitral position, was explanted after an implant duration of 22 years, 1 months due to "failed repair." The explanted ring was replaced with a 31mm 11400m valve. The patient was in stable condition post procedure. The perceived root cause was due to progression of valvular disease.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 30mm 4600 ring in the mitral position, was explanted after an implant duration of 22 years, 1 months due to unknown reason. The implant data card noted that the ring was explanted due to a deficiency of the original device. The explanted ring was replaced with a 31mm 11400m valve.